Event description:
Information received from the field notes that the patient presented post implant with the leads in reverse position. The device was programmed to aair for temporary pacing support in the ventricles. A second procedure was done to correct the leads within the connector header. The patient was not pacemaker dependent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received